Event description:
A reservoir volume higher than expected in the pump was observed. It was discovered that the pump had flipped inside the pt due to significant weight loss. It was also discovered that the physician had used a suturing technique that is not consistent without instructions for use and that the pump was not primed properly during the implant procedure. At the first refill after the pump revision, there was no discrepancy noted.

Manufacturer narrative:
Details regarding this issue were clarified on (B)(4) 2014. Internal complaint number: (B)(4).